Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he ran control tests with the contour next gen meter and obtained readings of 147 mg/dl at 5:38 p.m. And 304 mg/dl at 5:40 p.m. The meter did not automatically mark the readings as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter, contour next test strips and contour next control solution from lot # 3bv2g20 for evaluation. An in-house testing was performed with the returned meter, returned test strips and returned control solution, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results.